Manufacturer narrative:
(B)(4)

Event description:
It was reported when an asymptomatic patient presented to the clinic during follow-up, post-paced t-wave oversensing was observed on the ventricular channel. Programming changes were recommended. No further information is available.

Event description:
New information received states new instances of post-paced t-wave oversensing were observed from the most recent merlin transmission. New programming changes were recommended. No further information is available.

Event description:
New information received states more episodes of post-paced t-wave oversensing were noted from the latest merlin transmission. New programming changes were recommended. No further information is available.